Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that there was a speaker fault. It is unknown if the device produced sound. It is unknown if the device was in clinical use at the time of the event. No adverse event was reported.

Manufacturer narrative:
Analysis was performed remote service personnel which included discussions with the customer. The results of the analysis indicated that the speaker required replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem was a faulty speaker. The issue was resolved by shipping a replacement speaker. The customer has assumed the repair responsibility.